Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that dl PICC line with a leaking t lock assembly. It was used on one patient. Occurred (B)(6) 2023. The product was used on a patient. No harm reported. No patient information available. The event did not involve an urgent or life-threatening situation. The leak was discovered when they primed the line. The event did not interrupt treatment. No signs, symptoms or complications experience by patient. They do not have the name of planned medications to be infused. They secured the device with a stat lock. There was no patient harm noted due to their intervention.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample.

Event description:
It was reported that dl PICC line with a leaking t lock assembly. It was used on one patient. Occurred (B)(6) 2023. The product was used on a patient. No harm reported. No patient information available. The event did not involve an urgent or life-threatening situation. The leak was discovered when they primed the line. The event did not interrupt treatment. No signs, symptoms or complications experience by patient. They do not have the name of planned medications to be infused. They secured the device with a stat lock. There was no patient harm noted due to their intervention.